Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device and sonosurg-g2 were returned to olympus medical systems corp. (Omsc) for evaluation. The subject device was checked in combination with the sonosurg-g2 and failure output was confirmed when the cord was bent during activation. The serial number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, omsc assumes that an output failure might occur since the cord was disconnected. Also, the cord might disconnect since the cord was subjected to a repetitive bending load. The above device handling has warned in the instruction manual of sonosurg-g2 as follows. *do not excessively bend, twist, press or strain any of the cords, as doing so may damage the cords or the wires inside them.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an unspecified procedure, the subject device was used in combination with sonosurg generator. In the procedure, an abnormal noise from the generator occurred and the generator could not output. The user exchanged the subject device for another device. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the output fault of the subject device.